Manufacturer narrative:
Eval: method: other - DHR review performed. A photo visual example provided shows the package is damaged/torn, confirming defect reported. Results: other - the DHR review revealed that no similar issues were found during mfg or package process of this lot. Conclusions: device not returned. No eval will be performed. Other - root cause - damaged during shipping. Defect reported represent .01% defective of lot reported. If add'l info is received that changes the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: incoming inspection alleged issue: "package was found torn during inspection." No pt injury reported.